Event description:
It was reported that the pt had not experienced pain relief since implant. The device system was used to deliver morphine. In (B) (6) 2009, clonidine was added to the pump. The pt experienced decreased blood pressure and heart rate and required a five day hospital stay. The clonidine was then removed from the pump. The pt was attempting to find a new healthcare provider. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).